Event description:
It was reported that too much torque was applied to closed head iliac screwdrivers. There are no reports of adverse health consequences.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. 2 outer sleeves were returned for lot 141256. No issue was found with one outer sleeve. The other outer sleeve had fractured threading. The fractured piece was not returned. The inner shaft returned had a fractured tip and the threading was deformed. Manufacturing history was reviewed and no issues were identified. Conclusion: according to similar material analysis and the event description, the most likely root cause is excessive force was applied to the driver causing it to fracture and deform. It is possible improper screw hole preparation, hard bone quality, under tapping, or misalignment of the driver to the screw contributed to the event.

Event description:
It was reported that too much torque was applied to closed head iliac screwdrivers. There are no reports of adverse health consequences.